Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was over 600 mg/dl. The customer stated his infusion sets frequently have bent cannulas. The customer lost his insertion device and believed he was getting bent cannulas as a result of inserting by hand. The customer was sent a replacement insertion device. The product is not being returned. Nothing further was reported.